Manufacturer narrative:
On october 23 2020, mentor became aware that in the initial report they were suppose to explant the device on (B)(6) 2020, which mistakenly was not reported in b5. On october 12, 2020 additional information indicated that they postponed the surgery, to a later date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on december 14, 2020: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with crease/fold. Leak testing was performed, according to mentor procedure, and it revealed a tear within a crease/fold measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional information on november 4, 2020 indicating the right device cat#: 3507275bc, and lot#: 223966, and patient explanted the devices on (B)(6) 2020. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. H6 patient code 3191: medical device removal. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 12, 2020 mentor became aware that unintentionally selected incorrect answer of no for the section h5. Please see correction in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a unknown silicone prosthesis experienced bilateral rupture post procedure. A physical examination was performed by a physician and rupture was diagnosed. MRI examination on (B)(6) 2020, confirmed the rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to right prosthesis.